Event description:
Customer reported via phone call that after receiving a check blood glucose alarm, numbers began to count down and an unexpected restart alarm was received. Customer's blood glucose was unknown. During troubleshooting, alarm history showed a signal too low alarm and software error alarm. Customer also mentioned of receiving a program alarm anomaly. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump currents are within specification. No unexpected off no power. The insulin pump passed self test and a21 error alarm test. No a21, a13 or a52 alarms. The insulin pump has minor scratched lcd window, cracked case near the display window corners and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.